Event description:
At about 10:00 am, the PICC nurse was removing the guide wire from a newly placed PICC catheter. The PICC catheter bunched up and split during the removal. The catheter was immediately removed and pressure held. There was no harm to the patient.